Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer may have received an occlusion alarm. The customer's blood glucose (bg) level was over 600 mg/dl and insulin injections were administered in an attempt to lower the bg level. The customer was hospitalized for the high bg level and for a large level of ketones. The customer did not experience diabetic ketoacidosis. The customer was treated with fluids and intravenous insulin. The customer was discharged the next day. There was no permanent damage. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.